Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 562 mg/dl at the time of incident and was treated with bolus. The customer reported that the cannula of the infusion set was bent and was causing leaking. Troubleshooting was performed. The customer also reported that the sensor glucose and the blood glucose values are not within the targeted range but the insulin delivery was not suspended due to sensor values. The insulin pump will not be returned for analysis.